Manufacturer narrative:
D10 concomitant product: egia60amt, egia60amt egia 60 artic med thick sulu (lot#p3f0419) . Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic resection procedure, after completing the firing in the anastomosis (third firing) of the colon's functional end-to-end anastomosis (feea) reconstruction, the jaws were opened and tried to be removed, but there was resistance and the jaws were unable to be removed as is. Then, observing the inside of the intestinal tract, the tissue was in the state of getting into the outside of the cartridge housing. The reload was removed manually using forceps. Additional sutures were performed after the removal of the reload. To complete the case, the same handle was used with another reload.